Event description:
A complaint was reported regarding a patient who was extremely dissatisfied with their implanted preloaded intraocular lens (iol), leading to the decision for the iol to be explanted. The explant was scheduled for january 28, 2025. The patient's vision was 20/100 - 2 pre-operation and improved to 20/30 - 2 post-operation, but daily activities were still affected. Through follow ups, it was learned that the lens was explanted from the patient's left eye on 1/28/2025. The patient complaint of near vision and halos are very bad, unable to do day to day activities. A non-johnson & johnson iol of lower diopter, 23.0 (1.50) toric uv lens was the replacement iol. No surgical interventions (such as unplanned vitrectomy, unplanned incision enlargement or unplanned sutures) required and no medication outside the standard of care was prescribed. There was no patient injury or complications reported. The patient is extremely happy with outcome, 20/20-2 j1. No further information was provided.

Manufacturer narrative:
Section a5 and a6: unknown/ asked but not available. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on apr 7, 2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device reveal that the complaint lens was received wrapped in a piece of gauze inside a specimen cup, coated in viscoelastic residue. The lens was cleaned and inspected revealing the lens was scratched. The complaint issues were not identified during product evaluation. Based on the product evaluation, the complaint issues could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.